Manufacturer narrative:
UDI number and 510k number are unknown. No product information has been provided to date.

Event description:
The customer reported that after specification changes had been made, there were issues with the neck tape. It was reported that while the patient was using this neck tape, it tore. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation., corrected data: d10, h10